Manufacturer narrative:
Bhcg qc was within the customer's established ranges prior to the event. The customer sent samples to customer product line support (cpls) for additional testing. Cpls confirmed the customer's results for both samples.service was not dispatched for this event.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained a lower than expected tbhcg result for one patient who was known to be pregnant.subsequent testing of a second sample produced result in a higher gestational category which better matched the patient's clinical picture.the results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.